Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease filter on or about november 11, 2008. The filter subsequently malfunctioned and caused injuries and damage to the patient, including, but not limited to bilateral deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Neither blood clots, clotting nor thrombus within the vessel (or in the filter) represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The product¿s instructions for use (IFU) indicate that filter obstruction and thrombus formation are potential complications of filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injuries and damage to the patient, including, but not limited to bilateral deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section describe event or problem: the following additional information received per the patient profile from (ppf) indicates that seven years and nine months post implantation the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). According to the medical records, the patient has a history of dvt, hypertension, elevated cholesterol, arthritis pain and thrombophlebitis. The filter was placed prior to the patient¿s gastric surgery as the patient was high risk for dvt and pe. The filter was deployed in the ivc at the level inferior to the renal veins without any reported complications. The filter¿s position was confirmed with fluoroscopy. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis (dvt), hypertension, elevated cholesterol, arthritis pain and thrombophlebitis. The filter was placed prior to the patient¿s gastric surgery as the patient was high risk for dvt and pulmonary embolism (pe). The filter was deployed in the ivc at the level inferior to the renal veins without any reported complications. The filter¿s position was confirmed with fluoroscopy. The filter subsequently malfunctioned and caused injuries and damage to the patient, including, but not limited to bilateral dvt. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the patient profile from (ppf) indicates that seven years and nine months post implantation the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Corrected data: (PMA/510(k)number).